Event description:
It was reported that a revision surgery was performed due to a broken insert.

Manufacturer narrative:
The associated journey bcs articular insert was returned and evaluated. A lab analysis conducted during this investigation indicated that tibial insert showed a damaged post. The damage is seen on anterior surface of the insert near the insertion/extraction slot. Scratches were observed on the inferior surface of the device. The cause of the post fracture could not be determined from the information reported. No material or manufacturing defects were observed in any of the components in the course of this investigation. Our clinical analysis noted that no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.